Event description:
Weck, teleflex medical received notice that a pt was required to be reopened after a laparoscopic donor nephrectomy. After re-opening the pt, it was observed that the two hem o-lok clips used to ligate the arterial side of the pt was no longer on the ligation site. The arterial cuff was re ligated and the pt is recovering fine.